Event description:
During the implant procedure, high capture threshold and impedance values were noted on the right ventricular (rv) lead. The rv lead helix would not retract so the lead was explanted and replaced. The patient was stable with no consequences.